Event description:
It was reported that the implantable cardioverter defibrillator (ICD) is scheduled to be explanted and replaced due to early elective replacement indicator (eri). Additionally the left ventricular (lv) lead exhibited increasing thresholds and intermittent capture. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Left ventricular capture management trend data show last 80 weeks that threshold measurements varied from a minimum of 2.25 volts up to 6 volts. Data for last 15 days shows threshold measurement increased from 1.5 volts up to 2.5 volts on (B)(4) 2015.